Event description:
A pharmacy technician reported to baxter healthcare that one infusor sv 0.5 system reportedly had priming stop at a halfway point while preparing to treat an unknown patient. Per the report, the device had been filled with chemotherapy drug, proleukin, and d5w; then was shipped to the physician?s office the day before the scheduled therapy. Per the report, force priming was not attempted, but changes in the head height of the device, changes in temperature, and leaving the luer wing cap off of the device for a couple hours were tried without success. The customer reported that there was no patient injury nor medical intervention associated with the event.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received containing approximately 50 ml of fluid in the bladder. The reported condition of no flow was confirmed. Upon receipt, flow was not readily observed at the luer. Forced prime was attempted, but flow was not observed. Microscopic examination of the luer showed evidence of micro-air bubbles blocking the fluid path inside the lumen of the glass capillary located inside the luer. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.